Event description:
It was reported that while inserting the novel peek cage into the patient it fractured and broke into two pieces. The threaded top fragment of the cage remained attached to the inserter and was removed without issue. The larger distal section (approximately 7/8 of the cage) continues to be properly positioned within the disc space. Because the fracture device is not serving its intended purpose an additional implant was inserted into the opposite side of the patient.

Manufacturer narrative:
No evaluation possible. The suspect device remains implanted in the patient's disk space. The identifying lot number has not been provided. The novel spinal spacer system is an intervertebral body fusion device that can also be used as a vertebral replacement. It is a spinal fixation system consisting of five cylindrical shapes (footprints) of varying lengths, widths and heights to accommodate individual patient pathology. System implants are manufactured of (B)(4). A radiographic marker made of (B)(4) facilitates visualization. The novel spinal system must be used with a supplemental spinal fixation system. Specifically, the novel spinal spacer system should be used with the alphatec zodiac polyaxial system. The novel spinal spacer system is indicated for use as a vertebral body replacement device in the thoracolumbar spine (t1 to l5) for partial or total replacement of a collapsed, damaged or unstable vertebral body due to tumor or trauma (i.e., fracture).